Event description:
It was reported that pt complains of pain and loss of muscle tone. He thinks he may need a revision. Pt inquired about how stryker will help him as he needs to have the MRI and blood test. Pt was explained the process, and he did not want to provide any additional information to proceed with the investigation at this time. He stated the he will contact his surgeon first.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.